Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date the pt presented with deep vein thrombosis. The investigation noted the event as moderate in intensity. The physician admitted the pt for hospitalization and administration of low dose heparin therapy, followed by treatment with coumadin on release. The condition was reported as continuing with treatment when the pt was last seen in 08/2000. The investigation noted this event as unrelated to the administration of adcon-l. The investigation noted "surgical complication" as a possible cause for the event.